Event description:
The source literature reported 1 case of intraprocedural aneurysm rupture during placement of a hydrocoil embolization coil into a ruptured right posterior communicating artery aneurysm treated during a balloon remodeling procedure. There was no change in the patient's post procedure neurological status compared with preprocedural baseline. The source literature also reported 1 case of asymptomatic distal arterial coil migration, evident upon 6-month follow-up angiography of a treated small anterior communicating artery aneurysm. The patient remained asymptomatic throughout her post embolization course.

Manufacturer narrative:
This article (gaba et. Al, embolization of intracranial aneurysms with hydrogel-coated coils versus inert platinum coils: effects on packing density, coil length and quantity, procedure performance, cost, length of hospital stay, and durability of therapy. Stroke. 2006;37:1443-1450) was sent to the company from the FDA on march 18, 2008. On june 1, 2009, (B)(4), the company obtained clarification that this information should also be reported to the FDA office of surveillance and (B)(4) as a MDR.